Event description:
The report received from the sapphire study indicated that at the time of the index procedure, angiography revealed a 90% stenosis of the left proximal of internal carotid artery. The lesion was described as 15mm in length. The reference vessel was 5.0mm in diameter. The patient's pre-procedure nih stroke scale score was 0. The patient was asymptomatic. An angioguard with a 6mm basket was deployed beyond the lesion. A precise pro rx 8 x 30mm stent was implanted at the target lesion, with 20% residual stenosis. During post dilation with a non-cordis balloon the patient experienced aphasia, dysarthria and (right) hemiparesis. The onset was gradual. Presence of air bubbles was not noted. It was unknown what the duration of the event was. The patient was diagnosed with a transient ischemic attack/tia. There was no treatment provided to treat the tia. The patient fully recovered without deficit. The event was reported to be unrelated to the cordis product. The patient was discharged the following day with an nih stroke scale on zero. Additional information was received. The cec adjudication minutes were received and the review indicated that during the index procedure, the patient experienced hypoperfusion requiring placement of an aspiration catheter.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 1016427-2012-00129 and # 9616099-2012-00576.

Manufacturer narrative:
Complaint conclusion: the cc has been updated to reflect receipt of the adjudication minutes. The adjudication minutes received disagree with the previous diagnosis of a tia occurring during stent implantation and have determined that the neurologic symptoms experienced by the patient were related to balloon intolerance and not the stent. Cordis, however, captures these types of events as complaints. This information does not change the previous determination; the current code of tia will remain as a not-reportable event. However, additional information noted that the patient experienced hypoperfusion requiring placement of an aspiration catheter. As such, hypoperfusion will be added to the file as a reportable event. As originally reported by the sapphire registry, the patient was diagnosed with a transient ischemic attack (tia) during the index procedure. At the time of the index procedure, angiography revealed a 90% stenosis of the left proximal of internal carotid artery. The lesion was described as 15mm in length. The reference vessel was 5.0mm in diameter. The patient's pre-procedure nih stroke scale score was 0. The patient was asymptomatic. An angioguard with a 6mm basket was deployed beyond the lesion. A precise pro rx 8 x 30mm stent was implanted at the target lesion, with 20% residual stenosis. During post dilation with a non-cordis balloon the patient experienced aphasia, dysarthria and (right) hemiparesis. The onset was gradual. Presence of air bubbles was not noted. It was unknown what the duration of the event was. The patient was diagnosed with a tia. There was no treatment provided to treat the tia. The patient fully recovered without deficit. The event was reported to be unrelated to the cordis product. The patient was discharged the following day with an nih stroke scale on zero. The products were not returned for analysis. A review of the manufacturing documentation associated with each lot presented no issues during the manufacturing process that can be related to the reported complaint. A review of each lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Hemodynamic depression during carotid artery stenting procedures is a common event and is most likely related to coronary sinus reflex or vagal response. The vagus nerve enters the thorax between common carotid artery and subclavian artery and descends downward. During balloon inflation or stent deployment, pressure can be exerted on the nerve stimulating a parasympathetic response, i.e. Bradycardia, hypotension, heart block, asystole, etc. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device, but is likely related to vessel characteristics, patient and procedural factors. The function of an embolic protection device is to capture debris during the carotid procedure and prevent it from embolizing downstream into the patients vasculature. If enough debris is dislodged from the arterial wall during the procedure it may fill the filter basket to the point at which it interferes with normal blood flow through the filter resulting in hypoperfusion. Normal blood flow resumes upon removal of the device or removal of the debris in the filter by means of an aspiration catheter. This is an inherent risk of the procedure and does not represent a device malfunction. This is one of two products used during the same procedure. Please reference MFR. Report # 1016427-2012-00129 and # 9616099-2012-00576.